Event description:
(B)(6) female admitted (B)(6) 2013 for shortness of breath, cough and fever. PICC line placed (B)(6) 2013 with bard power PICC. Chest ray to document PICC. CT scan (B)(6) 2013 demonstrated coiled high density structure in main pulmonary artery. Wire removed from main pulmonary artery (B)(6) 2013, coated with thrombus, presumed to be broken guide wire.